Event description:
Resident was ambulating in the chair at 10 pm and she was found lying on the floor and had sustained a laceration to the back of the head. After she was transfered to the hosp, the nurse noticed the wheel of the chair was broken.